Event description:
A doctor contacted animas customer support on (B)(6) 2012, to report that there were 4 boluses observed in the pump history that morning that the patient stated she did not give. There was no reported low blood glucose as a result of the alleged additional boluses. This complaint is being reported because boluses delivered without user intervention can result in over-delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):there was no activity outside normal use observed in the black box or download history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. The un-programmed boluses could not be duplicated during testing.